Event description:
It was reported that the subject flow diverter stent jumped off the re-sheathing pad and deployed prematurely in the aneurysm during the procedure. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspections were not conducted due to the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Information provided by the customer indicated "event with the subject flow diverter stent : as per physician flow diverter stent while deploying jumped off the resheathing pad and after that there was no control over the stent and it got deployed in the aneurysm." Additional information did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. The anatomy was reported to be moderately tortuous, which may have contributed to the reported event. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported event ¿stent deployed prematurely during use¿.

Event description:
It was reported that the subject flow diverter stent jumped off the re-sheathing pad and deployed prematurely in the aneurysm during the procedure. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.